Manufacturer narrative:
Results: the neuron 070 was kinked approximately 8.0 cm from the hub. The neuron 070 was ovalized approximately 51.0, and 95.0 through 99.0 cm from the hub. Conclusions: evaluation of the returned neuron 070 revealed that the tip was ovalized. This type of damage typically occurs if the device is forcefully retracted out of its packaging tube at an extreme angle. Further evaluation of the neuron 070 revealed that the catheter shaft was kinked. This kink was likely incidental and may have occurred due to packaging of the device during the return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the neuron 6f 070 delivery catheter (neuron 070) was ruined upon removal from the packaging. The damage to the neuron 070 was found prior to use. Therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.